Manufacturer narrative:
The reporter's meter and one (1) test strip were provided for investigation. The returned meter was tested with the one returned strip and one retention test strip using retention controls. Returned strip level 1 testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.2 inr. Retention strip level 2 testing results (qc range = 2.4 - 3.6 inr): qc 2: 3.0 inr. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s result memory. The investigation did not identify a product problem. Medwatch fields d9 have been updated.

Event description:
There was an allegation of questionable results from coaguchek vantus meter, serial number (B)(6). At 9:42 am the meter result was 4.3 inr. At 10:00 am the meter result was 2.3 inr. The same finger was used for this test as was used for the first test. At 10:30 am the meter result was 2.9 inr. At 2:00 pm the result from the laboratory was 2.5 inr. The customer's therapeutic range is 2.5-3.5 inr. Customer tests on a weekly basis.

Manufacturer narrative:
Coaguchek vantus serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.